Event description:
During a peripheral angioplasty, the 7.0 x 15mm genesis stent on amiia balloon could not be deployed. There were no anomalies noted prior to use and the product prepped normally. A 1:1 solution of saline and contrast media was used. The stent was positioned at the target site and a syringe was used to deploy the stent; however, the balloon could not be inflated, even when 12 atm pressure was given to it by syringe. The device was removed from the pt and the physician attempted to deploy the stent outside of the body, but the balloon did not inflate. Another new genesis stent was successfully deployed using the same syringe.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.